Event description:
It was reported that the bd safetyglide¿ needle was clogged. The following information was provided by the initial reporter: when the nurse puts the needle on the vaccine or syringe, there is a good bit of resistance when administering the vaccine. Did you experience any adverse events as a result of the reported failure? Yes. Increased pain at site of injection for adult and pediatric patients due to needle being inserted longer than necessary because of resistance. Patients have reported pain during injections. Safety concern, as well, for clinical staff administering vaccines to pediatric patients. Pediatric patients typically move a lot with vaccines in general but when it is taking longer than normal, there is risk for needle stick injury. Was any medication used with the product? If yes, what medication? Yes. Multiple vaccines (fluzone, prevnar, vaxelis, pentacel, etc). This has happened with both prefilled syringes and vials.

Manufacturer narrative:
Investigation summary: as no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. There are current quality controls in place to detect this type of product malfunction during the production process. Based on the limited investigation results, a cause for the reported incident could not be determined. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.